Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the number two cannula for single site, trocar and hub spun around and pointed in the wrong direction. As soon as it was noticed they undocked, and removed the cannula immediately. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The cannula was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the cannula weld spun around freely. There was no missing or broken pieces. No other damage was found the customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the cannula weld could cause or contribute to an adverse event if the failure mode were to recur.